Event description:
The customer reported the system would intermittently fail to display a visible fluoroscopic live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.